Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the procedure due to malocclusion. During the procedure, two (2) matrix drill bits broke in the unknown guide. It was stated that the unknown guide was misaligned and caused difficulty drilling through. The procedure was successfully completed as the surgeon drilled through the plate free hand. There was a surgical delay of ten (10) minutes. The patient outcome is unknown. There is no further information available. This report is for one (1) unk - guides/sleeves/aiming: guide. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
510k: this report is for an unknown guides/sleeves/aiming: guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.